Event description:
It was reported that there was a problem with the patient programmer. The patient saw a blank screen when he pressed the on and off key. It was replaced a week prior to the report. It was further noted that the patient¿s stimulation ¿just cut off last saturday afternoon¿ after it had been working great for about 1 week. The patient was instructed to try changing the batteries and he had tried 3 different sets, but the screen just remained blank. The programmer batteries got hot again. The programmer had not gotten wet or dropped before. This was the 3rd programmer the patient had since (B)(6) 2014. The patient couldn¿t sleep at night because he couldn¿t turn the stimulation off. Upon device return, it was determined that the bottom case assembly was melted on the patient programmer.

Manufacturer narrative:
Concomitant medical products: product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 97754, serial# (B)(4), product type: recharger; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 97740, serial# (B)(4), product type: programmer, patient. (B)(4).